Manufacturer narrative:
All available information was investigated and the reported clip jumping was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip jumping. It was reported during preparation for a mitraclip procedure, after inverting the xtw mitraclip, closing the clip again was not smooth. There was multiple "pops" and the clip arms would jump to the next position. The device never entered the patient anatomy. The device was replaced with another mitraclip and the procedure was completed successfully. There was no clinically significant delay. No additional information was provided.